Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received dilaudid (50mg/ml, unknown dose) in an implantable pump for non-malignant pain and chronic low back pain. The pump was replaced on (B)(6) 2016 due to the pump reaching end of service (eos) with normal 7 year longevity. When checking the logs, the pump reached elective replacement indicator (eri) on "(B)(6) 2042" and eos in 08-dec-2024." It was reviewed this was a software issue and not a problem with the pump. There were no reported symptoms.

Manufacturer narrative:
Evaluation code-conclusion no longer applies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and healthcare provider that the patient experienced withdrawal symptoms as a result of the pump reaching end of service (eos). It was reported there had been scheduling issues, and other issues with the patient that prevented replacement previously. The other issues with the patient were not specified. The pump was explanted from the patient's left abdomen and replaced on (B)(6) 2016. The device was returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no significant anomalies. End of service was found to be due to time progression. The analysis interrogation report indicated the pump was programmed to off state for 1092 hours and 15 minutes. It was also noted elective replacement indicator (eri) occurred on (B)(6) 2016 and end of service (eos) occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that his old pump died in 2016, and it took a while for him to get it replaced due to chronic obstructive pulmonary disease (copd), congestive heart failure, and needing a cardiologist to sign off on the surgery. The patient was given oral medications, but stated it wasn¿t enough. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.